Event description:
It was reported that during a procedure, a surgical clip was mistaken for our mammomark 3002 and the tissue removed did not have a 3002 in it. Margins were clear but second surgery was done. Additional information received on 1/22/2010: the customer called to provide additional information regarding the excised clip in question. The patient had to undergo a third procedure which was a second open biopsy due to the clip mam3002 is a look alike to the clip the surgeon places for the marginal site in the image. When the surgeon originally removed the ees marker and marked the marginal site for the patient¿s surgery site, the pathology report showed another marker other than the one that was placed from the original biopsy. After an investigation, it was determined this was the surgeon's marker that was removed in error due to the markers appear identical in the images they were reviewing.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.